Manufacturer narrative:
Then in (B)(6) 2016, the patient was seen at the hospital for other reasons. The physician elected to explant the back up pacemaker and leads that remained on the left side. A boston scientific field representative had asked the patient why they left the pacemaker system implanted on the left side, back when she received her right sided implant in 2013. The patient explained that it was because she was passing out. The field representative asked the physician to concur and the physician thought he remembered the patient did experience syncopal episodes. This was the first a boston scientific employee was aware of the adverse symptoms of syncope. The device was explanted, but is not expected to be returned. The two leads were abandoned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system was experiencing dizziness back in 2009. At that time, the pacemaker was checked and no issues were found. Testing was unable to reproduce noise and threshold measurements were steady with the right ventricular (rv) lead. When they would slow the patient's rate during testing to 35 bpm, the patient reported similar symptoms to what she was feeling with the dizziness. The tachycardia detect settings were lowered to try and capture a slower rate and sensitivity settings were increased. Additional information was then reported in (B)(6) 2007 that the patient was experiencing the same symptoms of dizziness and was also feeling lightheaded. Again, the symptoms were similar when doing threshold testing when they would lose capture. The rv lead continued to display normal lead measurements. The patient is 100 percent pacemaker dependent. The physician was unable to determine any plausible causes for patient's symptoms and was unable to identify any therapy issues with the device or lead. Because of the patient's dependency on pacing, the physician elected to implant a new system on the patient's right side and leave the current system implanted and programmed to vvi 40 as a back up.